Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not function. No further information was available. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also updating information submitted on the initial medwatch report. Please reference event section and device code. Evaluation results: the device was not returned to zoll medical corporation for evaluation. Instead, the customer provided the incident log and full disclosure log from the reported event. Review of the incident logs showed that the device was successfully charged 4 times during the event. The first charge was held for 60 seconds before the energy was internally discharged. The logs available for review are not able to indicate if the users were attempting to shock during this time. The rest of the charges all resulted in successful shocks to the patient. The subsequent shocks indicate that the device was capable of providing therapy during this event. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient.